Event description:
The customer stated she did not feel her contour was accurate. She was feeling sick, went to the hospital and had a lab test. Her blood glucose reading was 254mg/dl. Her meter read 165mg/dl. She was treated with metformin. No further details were provided. A new meter was sent to the customer.